Manufacturer narrative:
B5- the reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -8.5/2.0/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault was observed. On (B)(6) 2022 the lens was exchanged for a shorter length lens and the problem was resolved. D2-UDI # is not applicable. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -8.5/2.0/080 (sphere/cylinder/axis) was implanted into the patient's right eye (odo on (B)(6) 2022. Excessive vault was observed. On (B)(6) 2022 the lens was exchanged for a same model and size lens and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).